Event description:
It was reported by the distributor that the prongs on the power cord were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated and repaired by the distributor